Event description:
It has been reported to philips that during use, all mechanical movements of the equipment failed. The message "emergency stop activated, please reset to continue" was displayed. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were stuck. Upon functional testing fse found that the geo ipc was defective. Fse replaced the geo ipc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.